Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant an x-ray confirmed an atrial lead dislodgement. The lead was repositioned and remains in use. During the lead revision, it was noted that the set screw had come loose from the grommet on the header of the implantable pulse generator (ipg). The ipg was explanted and replaced. No patient complications have been reported as a result of this event.